Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: gel mentor breast implant of unknown type. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with gel mentor breast implants of unknown type and experienced bilateral capsular contracture baker grade IV and bilateral rupture. As a result, the patient had undergone explantation on (B)(6) 2018. This breast implant is for the left breast implant.